Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the customer disconnected from the infusion site, requested insulin, and observed no insulin exiting the tubing. The customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.